Manufacturer narrative:
Visual evaluation of the returned device found no issues, and the unit extended and retracted according to specifications during functional testing. A resistance test was performed, which the unit passed (device measured 11.54 ohms).the condition of the returned device was not consistent with the complaint that the snare "would not cauterize"; the complaint was not confirmed. The device showed neither evidence of the alleged issue nor any defect which could have contributed to the event.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator polypectomy snare was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the snare failed to cauterize even after the generator was replaced. The procedure was completed with another captivator polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a captivator polypectomy snare was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, the snare failed to cauterize even after the generator was replaced. The procedure was completed with another captivator polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event: snare failed to cauterize. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.